Event description:
Device 1 of 5 (refer to manufacturer's report numbers 1627487-2008-00035 for device 2, 1627487-2008-00036 for device 3, 1627487-2008-00037 for device 4, and 1627487-2008-00038 for device 5). The patient was implanted with a scs system in 2008. It was reported that patient developed an infection and the system was explanted on approx two months later. The explanted system was returned to ans for evaluation.

Manufacturer narrative:
Evaluation for device 1 of 5 (refer to manufacturer's report numbers 1627487-2008-00035 for device 2, 1627487-2008-00036 for device 3, 1627487-2008-00037 for device 4, and 1627487-2008-00038 for device 5). Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Leads were returned incomplete and could not be functionally tested. Results: all records reviewed were found to meet specifications. No functional testing was performed on the incomplete leads. Visual examination found slight discoloration on lead segments but no other anomalies. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.